Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump was always showing rewind and had insulin pump error after rewind. The customer¿s blood glucose level was 88 mg/dl at the time of the incident. Customer stated that the rewind option displayed after alarm. The insulin pump will not be returned for analysis.